Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient was injected in the lips, marionette lines and oral commissures with 1 syringe of juvéderm® ultra xc. Hcp reported the patient had an occlusion on same day. Patient was treated with hylenex and nitro paste. The symptoms were resolved 4 days later.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the lips, marionette lines and oral commissures with 1 syringe of juvéderm® ultra xc. Hcp reported the patient had an occlusion on same day. Patient was treated with hylenex and nitro paste. The symptoms were resolved 4 days later.